Manufacturer narrative:
The pt in this case evidently aspirated the pillcam capsule after attempting to swallow it. The capsule was seen to be in the airway on the video. A subsequent bronchoscopy confirmed that the capsule was in the lung and it was retrieved successfully without adverse event. The pt was asymptomatic throughout this episode. As a result, it appears that this pt has a swallowing disorder which led to aspiration.

Event description:
(B)(4). The pt has a bronchoscope to retrieve the capsule. Pt was male, (B)(6) years old. Procedure date - (B)(6) 2011, bronchoscopy date - (B)(6) 2011 pt did not realized the capsule was in his lung until the doctor called him after reading the pillcam study and asked him to come back in. The capsule was in the pt's lung for 48 hrs before removal by bronchoscope. The pt is ok - no adverse advents whilst the capsule was in his lung or post removal.